Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
The suspect computer for the navigation system was returned to the manufacturer for evaluation. Testing found that the seatools test failed with two faulty sectors indicating a hard drive malfunction.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the onsite inspection, the medtronic representative reported that the issue was being caused by a faulty computer. The computer was replaced. The replaced computer was not sent back to the manufacturer for further analysis. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that the system became unresponsive. No patient was present during the time of the reported incident.